Event description:
It was reported that the endoplege catheter balloon had a leak in it. This was found on prep. It was not used in the patient. There was no prolonged or time and no adverse patient events. The case was a robotic mvr.

Manufacturer narrative:
Device evaluation: colored water was introduced into the balloon lumen and visually under 10x magnification the distal balloon bond has delaminated and visually there is fluid path. Water was introduced into the pressure and infusion lumens and the water flows from where it should. The entire device was visually inspected and there are no other defects detected. These devices are visually an functionally tested 100% prior to packaging. A device history record review was completed and this device met all specifications upon distribution. Further investigation is in progress to determine root cause of this event.

Manufacturer narrative:
A CAPA was opened to determine the root cause investigation of the distal balloon bond delamination.